Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction while wearing the adc freestyle libre sensor. Customer reported experiencing symptoms of redness and itchiness at the sensor site. Customer had contact with an hcp who prescribed them betacaroten cream for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported experiencing an adverse skin reaction while wearing the adc freestyle libre sensor. Customer reported experiencing symptoms of redness and itchiness at the sensor site. Customer had contact with an hcp who prescribed them betacorten cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d-4 (device mfg date) has been updated based on the returned product. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned. An extended investigation has also been performed. DHR's have been reviewed and the DHR's showed that all units passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. No malfunction or product deficiency was identified.